Event description:
The patient underwent a valve-in-valve procedure. The procedure went well. It was reported that the patient is stable.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. There are many factors that could result in the failure of a bioprosthetic valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically disabled using a valve-in-valve intervention because they are not functioning optimally. In this case, the patient has multiple contributing factors - htn, hld, dmii and recurrence of aortic stenosis. The valve-in-valve procedure is pending scheduling. Without additional information regarding the condition of the valve, we are unable to confirm the clinical diagnosis. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards received information that this patient with a 23mm aortic valve was evaluated for possible transcatheter aortic valve replacement (tavr) due to structural aortic valve degeneration, calcification and severe stenosis. Implant duration of the pre-existing surgical valve is approximately ten (10) years, and two (2) months. The patient presented with significant cardiomyopathy and decompensated heart failure. Tee demonstrated a severe aortic bioprosthetic valve stenosis, severe mitral regurgitation, and a cardiac ejection fraction of 20-25%. She was deemed to be at high risk for a redo surgical aortic valve replacement given her age, comorbidities, and previous surgery. Tavr is to be scheduled. Patient is at home on o2 oxygen.